Event description:
(B)(4). Event took place in (B)(6) hospital;. Infiltration catheter was used during orthopedic (leg) intervention for pain control/analgetics. Catheter migrated in knee joint, trapped. Upon removal the catheter was torn apart, fragment remained, had to be removed using surgical intervention. Happened with 3 patients, patients are doing well. Catheter should have been removed carefully, using less force. Obviously user applied to much force and catheter was torn apart. Event combines user error and environmental conditions - no device problem.

Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available, pajunk considers this file as closed.